Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material. The ro marker could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified anterior descending artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified anterior descending artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. No patient complications were reported and the patient's status was stable.